Event description:
It was reported that the patient presented remotely. It was noted that the patient's implantable cardiac monitor failed to send transmission to the remote application because bluetooth telemetry was not connected. No interventions were performed. The patient was in stable condition.